Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the pt reported controller screen message 'software problem. Cannot continue. Call medtronic'. Agent had the pt reset the controller by plugging the ac power supply without the battery pack. Pt confirmed controller turned on. Pt returned the battery pack and confirmed green blinking light on the top of the controller screen. Pt got software problem again. Agent had pt reset the controller again. Pt reported screen showed a different language and agent helped the pt switch controller back into english. Agent guided the pt on the controller pairing guide and pt was able to complete the setup. Pt started charging the implant (ins). Pt reported charging excellent. Controller-100%, ins-60%. The troubleshooting steps that were taken on the call resolved the issue. Pt mentioned they were in pain, and it was hard to walk. Pt mentioned that their implant battery went down quickly. Agent had the pt continue charging the ins and monitor if issue persists.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.